Event description:
It was reported by the sales rep, that he was advised that an explant surgery of the mesh product would take place in 2007. When rep arrived at the case, the mesh was being explanted. There were adhesions to the surrounding margins of the mesh. When surgeon got to the last portion of the adherence, he explained that this was the location of previous fistula. As he unveiled the edge of the ck mesh, it appeared to be protruding into the small bowel. He pulled this portion of the mesh, and allegedly found a broken ring protruding approx. 1-2 cm into the small bowel.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.